Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after meal announcements when insulin action preceded food absorption, with a lowest recorded blood glucose of 74 mg/dl and an ilet low alert observed. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and the event was corrected with oral fast-acting glucose. Investigation included user coaching on manual blood glucose check, calibration, and low blood glucose protocol education. Investigation of this case revealed no device malfunction identified and suggested timing-related hypoglycemia associated with insulin delivery relative to meal absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.